Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer vs company representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported after the patient¿s cat scan on (B)(6), he wasn¿t feeling stimulation in his neck. Patient stated that someone from manufacturer looked at it last week and tried to reprogram the stimulator. The patient mentioned the CT scan as the only activity that was related to the reason of the call. Patient confirmed the changed occurred after his CT scan, and the reason for the CT scan was unrelated to his stimulator. No further complication and events were reported. Refer to (B)(4) for pp no display on screen.

Manufacturer narrative:
This event was determined to be the same as reported in manufacturer's report 3004209178-2018-16445, all further information pertaining to this event will be reported under manufacturer's report 3004209178-2018-16445. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.